Event description:
It was reported that a pump will turn on and off without user input (medication, programmed amount and delivery rate unk). The customer has tested the device and did not observe the pump to power on or off without user input, however, it was reported that the pump alarms intermittently.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. The evaluation confirmed that while operating on power supplied from a battery module only, the device is able to power on without user input, enter sleep mode and shutdown without user input. The unit also experienced ¿check battery¿ alert messages during eval. The cause was determined to be contact between the scanner bracket screw and the 2 traces of the backflex causing shorting. The submission of this complaint is due to the risk associated with an intermittent power up, enter sleep mode and power down without user input.